Event description:
A tech reported that following intraocular lens (iol) implant surgery, a pt had an unexpected outcome with "no astigmatism correction. "She stated that the lens was not at the correct axis. In a f/u, the tech reported that a secondary procedure was performed to reposition the lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).